Event description:
Passed out/ unconscious (loss of consciousness), rash/red all over like a rash (rash erythematous), vomit(vomiting), eyes burn(eye irritation), allergic reaction(hypersensitivity), deathly ill/severely ill (malaise), ears hurt(ear pain), feet and hands burn, like a burning sensation in her feet, hands and palms (burning sensation), blood pressure dropped(blood pressure decreased), couldn't talk to me(ill-defined disorder), limp like a ragdoll(hypotonia). Case description: a consumer reported that her sister, used fixodent denture adhesive, original cream and had passed out when she applied the fixodent and had passed out when eating; she vomited, got a rash and her eyes burned. Treatment: benadryl, prednisone. The case outcome was unknown. Past medical history included: allergy-unknown, medical history-unknown. Exact product used previously: yes. No further information was provided. In 2007 update: details revealed in a review of the initial contact of three days earlier: the consumer reported that her sister used fixodent denture adhesive, original cream 1 applic, 1/day, once in a while 2/day, in 2006, last known use on three days prior to original date and had three, possibly four, really bad episodes with a severe allergic reaction; she became deathly ill, passed out, vomited, and had a burning sensation in her eyes, feet, hands and palms, her ears hurt, and she was real red all over like a rash of some sort. The reactions had gradually become worse with the worst episode at 09:00 on the same day when her blood pressure dropped way down, she could not event talk, was totally limp like a rag doll, was unconscious and severely ill. She stated that her sister was taken to the emergency room by ambulance. Her sister was given intravenous benadryl, a prednisone injection, and unspecified anti-medications to treat the symptoms. Her dentures were stuck so tight, the physician could barely get them out and when he did remove the dentures it looked to her like there was an excessive amount of fixodent on them . The physician advised her never to put fixodent in her mouth again and she was released from the hospital at 13:45 on the same day. At the time of the report, her sister was sleeping and had not put her dentures back in. The consumer reported that her sister had experienced the episodes under the same circumstances: only after she applied fixodent on her dentures, put her dentures in her mouth, and then either waited a short time and then ate some food, (different food at different times), or ate something immediately; the episodes only happened directly after the times she used the fixodent and then eaten something. The case outcome was unknown. She stated that her sister will never use fixodent again. Past medical history included: allergy-none reported, medical history -"dentures". Concomitant medications included: none reported. No further information was provided.

Manufacturer narrative:
Product lot number provided and batch retain investigation pending. Product requested from consumer but not received to date, therefore unable to proceed with device evaluation.